Manufacturer narrative:
Corrections on this supplemental: medical device lot was listed as 366594. The correct medical device lot is w3z42d6.

Manufacturer narrative:
Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for sterile barrier breach with the incident lot was observed. For complaint communications related to product packing, an analysis of the archival sample with regard to lancet parameters is not required. Conclusion: device history records were reviewed, no records were observed which would confirm the defect under complaint. Seals might get broken not only at the stage of packings, but also during transport, or reloading conducted outside the company. Such damage can also be caused by individuals within the intended location due to mishandling of packages. Device history records were reviewed, no records were observed which would confirm the defect under complaint. For complaint communications related to product packing, an analysis of the archival sample with regard to lancet parameters is not required. This complaint concerns damage of a shelf box and a broken seal. The communication does not inform whether the shipper was also damaged. Seals might get broken not only at the stage of packing at (B)(4), but also during transport, reloading conducted outside the company. Such damage can also be caused by individuals within the intended location due to mishandling of packages. (B)(4).

Event description:
It was reported that the customer discovered 2 damaged units of bd microtainer® contact-activated lancets with 1 crumpled; 1 broken seal while undergoing inspection and labeling of dvr/MDR sticker at metro drug inc. There was no report of serious injury or medical intervention.